Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device took an extended time to discharge. The clinician pressed the shock button three times with no shock, the clinician continued CPR and then the unit delivered the shock without warning and the clinician indicated they felt a minor jolt from the pt. The device discharged 30 seconds after the clinician pressed the shock button. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.